Event description:
It was reported that a part of the magnum taper extractor broke during surgery. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 110031015 lot# 65643538 vivacit-e dm bearing 28x50mm. Cat# 650-1066 lot# 3114959 cer opt type 1 tpr sleve 0mm. Cat# 11-300917 lot# 65763019 arcos 17x190mm spl tpr dist. Cat# 11-301324 lot# 872850 arcos con sz d std 70mm. Cat# 650-1055 lot# 3120162 cer bioloxd option hd 28mm. Cat# 00223200418 lot# 65609887 cable cerclage cable with crimp 1.8 mm dia. 635 mm length. Cat# 00223200418 lot# 65566047 cable cerclage cable with crimp 1.8 mm dia. 635 mm length. Cat# 00223200418 lot# 65609887 cable cerclage cable with crimp 1.8 mm dia. 635 mm length. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h6 visual examination of the returned product identified there are indentations around the inside of the u shaped hole. The device had fractured at the u shaped hole. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.